Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown, as the serial number was not provided. Explant, pupillary block, iris pigment dispersion and chaffing. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 intraocular lens was implanted in the patient's operative eye and flipped upside down. Also, because of the 10 degree angulation of this iol, the lens was vaulting forward and led to a pupillary block and some iris chaffing. The patient was then referred to a different doctor as a patient with an inadvertently reverse oriented tecnis z9002 having been implanted with anticipated complications of pupil block, iris pigment dispersion and chaffing. This new doctor removed and replaced the z9002 that was inverted.

Manufacturer narrative:
(B)(6). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record review could not be performed because the serial number of the complaint product is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.